Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on and the status indicator was flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. The pad-pak was replaced on (B)(6) 2011 however multiple events continue until (B)(6) 2012. Which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The temperature recorded on the device history log in 2010 and 2011 and often sub zero indicating the device was not being adequately stored and exposure to extreme temperatures can have an adverse effect on the device membrane. The pad pak which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.